Manufacturer narrative:
Tracking #.46280. Device-a. Device not returned for analysis.

Event description:
The cin was contacted directly by the contact person. It was reported the devices were used during a tubal ligation. The customer called the cin, then sent correspondence stating "arcing during use of kleppinger forceps during tubal ligation. Small bowel burn according to md." 10/29/97 1330 cin spoke with sales rep who stated he spoke with the or staff who reported to him the surgeon thought she had seen arcing from the devices to the bowel resulting in a burn to the bowel tissue. A general surgeon was brought in during the case to look at the bowel tissue. The general surgeon noted only slight blanching and indicated no intervention necessary. The rep stated the hospital did not release the devices to him.